Event description:
Ms3 pump malfunctioning reported by spouse, the pushrod is stuck and will not move. Serial number (B)(4). No other information provided. Dose or amount: 31nkm; frequency: 0.034ml/hr; route: sq. Dates of use: (B)(6) 2016 to ongoing. Diagnosis or reason for use: pah. The product error did not occur while in use. It did not cause any harm to the pt. We are replacing the device.